Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited high, out of range pacing impedance and loss of capture. Chest xray noted that the right ventricular lead exhibited clavicular crush. Programming changes were made. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.

Event description:
New information received noted that the patient presented for right ventricular lead revision procedure due to high pacing lead impedance and loss of capture. Upon review, it was revealed that the right ventricular lead also exhibited noise. The right ventricular lead was capped and replaced due to clavicular crush on (B)(6) 2020. The patient was stable and was discharged.